Manufacturer narrative:
(B)(4).

Event description:
It was reported that a detached or missing sensor wire occurred. The biosensor was inserted on (B)(6) 2026. No data was provided for evaluation. The allegation and the probable cause could not be determined. No serious or prolonged patient harm or medical intervention was reported.